Manufacturer narrative:
Lot review: four suspect lots cited: (B)(4) and none cited any exception documents during the manufacturing processes. Visual receipt: (B)(6) 2016 - received one used 081-ch-10, chemoclave bag spike, lot number unknown. One used 50ml IV container. One used non-ICU luer attachment accessory. Functional testing: a used 081-ch-10 bag spike was part of the following fluid circuit: IV container --> 081-ch-10 --> luer attachment accessory. The clave on the 081-ch-10 bag spike was bent and during decontamination leaked at the bond between the spike and clave. The 081-ch-10 bag spike was disassembled and the male luer of the clave was observed to have been broken at the female luer bond to the spike. Final analysis summary: the complaint of 081-ch-10 bag spike leakage was confirmed. The leakage was the result of bend breakage during use at the bond between the clave male luer and the spike female luer.

Event description:
Complaint received regarding one 081-ch-10, chemoclave bag spike, lot number unknown. Report states, the fluid leaked from the connection between clave and bag spike when the user infused amrita into the bag by a syringe. The clave seemed bent. The anticancer drug attached to the user's glove and gown. The ch-10 was connected to a infusion bag and c35j (phaseal connector luer lock). No adverse clinician/patient consequences reported.